Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, before removing the introducer sheath, a catheter was inserted into the left femoral artery sheath. An angiogram of the right femoral artery was taken and a dissection was suspected. The physician placed two stents, one in the right common femoral artery and one in the right external iliac artery. The inline sheath of this delivery catheter system (dcs) was used through the right common femoral artery (cfa) access site. The minimum access vessel diameter was 3.4 millimeter (mm) in the right cfa, however the planned access site was above the calcified area with a minimum access vessel diameter of 5.1 mm. It was reported that difficulty began in the external iliac artery with difficulty during the advancement of the dcs and dilators. Per the physician, due to calcification in the vessels the dcs may have caused the dissection. No additional adverse patient effects were reported.